Event description:
It was reported in a journal article that 2 patients underwent a revision for rupture of the extensor mechanism. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4) g2 : foreign country : france. G2 : citation: citation: zampieri, a., putman, s., erivan, r., behal, h., migaud, h., pasquier, g., & dartus, j. (2025). Management of bone loss in revision total knee arthroplasty with tantalum cones: primary aseptic revision versus multiple revisions. The knee, 56, 467¿478. Https://doi.org/10.1016/j.knee.2025.06.016. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.